Event description:
Endophthalmitis [eye infection nos]. Case description: serious device report, cn/2000/chi/001, 2000026638cn: this report was received from a physician in china of a pt who underwent extra-capsular cataract extract and implant of ceeon lens, model 722c (hsm) in 2000. Three days later, empyema occurred in this eye. Pt was treated with high dose hormone and antibiotics, however, there was no improvement. A diagnosis of suppurate endophthalmitis was made and an evisceration bolbi was performed. A batch review showed no deviations. No other info was provided on initial contact. Case comment: endopthalmitis is an uncommon risk of cataract surgery with a reported occurrence of 0.06 to 0.33 percent (1). Culture results were not reported in this case but the pt was diagnosed with suppurate endopthalmitis and treated with steroids and antibiotics indicating a microbial etiology was suspected. Surgical technique has been shown to strongly affect the incidence of culture-positive anterior chamber aspirates. This is a clinical event occurring in a reasonable time sequence to the implantation of the iol but could be explained by concurrent disease or other drugs or conditions including surgical technique. Submission of a report does not constitute an admission that the MFR or product caused or contributed to the event. (1) lohmann cp, heeb m, linde hj, gabel vp, and reischl u. Diagnosis of infectious endopthalmitis after cataract surgery by polymerase chain reaction. J cataract refract surg. Jun 1998; 24(6): 821-6.